Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a reservoir leak and issue with infusion sets. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-431ag. Troubleshooting was performed and found air bubbles and bent cannula. No harm requiring medical intervention was reported. No product return is required for mmt-431ag. Product return is required for mmt-342.

Manufacturer narrative:
Customer concern: advise to avoid pulling plunger too far down the barrel as this can force a leak path. Explain the "leak" could be an air bubble in the reservoir that is expanding during filling. Is there an air bubble present in the reservoir on (B)(6) 2025. Evaluated 1 open/used reservoir (empty barrel was received). A visual inspection was performed using appendix d; (component disassembled, reconnected the plunger. Checked o-rings and stopper groove for defects and found second o-ring out of the groove. Performed pre-fill test appendix c and found leakage anomaly during analysis; per (B)(4). Conclusion: reservoir failed per inspection; leakage anomaly was found during test because second o-ring out of the groove. Evaluated 1 open/used reservoir (empty barrel was received). A visual inspection was performed using appendix d; (all the components disassembled, reconnected the transfer guard, stopper-plunger and the plunger to the barrel) checked o-rings and stopper groove for defects and none was found. Performed pre-fill test appendix c and found no leaks and no air bubbles during analysis. Per (B)(4). Conclusion: reservoir and transfer guard passed pre-fill test no leakage and no air bubbles anomaly were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.